Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant of an implantable pulse generator (ipg) system the patient experienced a pocket infection. Cultures were taken and antibiotics were administered to the patient. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.